Event description:
Pt had device implanted in 5/95. In july pt passed out & was admitted to another facility. It was later determined that a section of the catheter had broken off & had embolized to the heart. Broken catheter was retrieved. Significant medical intervention was necessary to prevent dire repercussions, including surgery & possible death.